Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - lead impedance at the implant date was 800 ohms. The impedance has gradually increased to 1600 ohms. The physician finally decided to change the lead and the ICD on (B)(6) 2014. During the operation, the lead was carefully measured by the psa. Tip-can impedance was 2200 ohms and ring-can impedance was 300 ohms. Therefore the physician suspected the lead tip coil failure during its state of implantation time. The lead could not be explanted and remained in the patient, an additional ICD lead was implanted in the patient instead.